Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The product was returned consisted of a fathom guidewire. The catheter shaft was inspected for damage. The shaft showed tip damage in the form of 2 kinks and bends. The 1st kink was located 2.5cm from the tip. The 2nd kink was located at 5.3cm from the tip. The 2nd kink also showed a slight fracture. The bend was located 1cm from the tip. There was a kink located at 58cm from the tip. Tip damage was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable on device analysis completed on 16april2019. It was reported that the device could not cross the lesion. The lesion was located in the severely tortuous and calcified renal artery. During procedure, the device could not cross the lesion. The procedure was completed with another of same device. No complications reported and the patient's condition is stable. However analysis revealed slight fracture noted on the device.